Manufacturer narrative:
Findings: unit passed displacement test, self test, prime test and excessive no delivery test. No excessive no delivery or a-64 alarms noted. Unit received with cracked reservoir tube lip, minor scratched display window and stained end cap sticker.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer did not mention any form of treatment for their blood glucose levels. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.